Event description:
It was reported that the patient was hospitalized in the morning of (B)(6) 2025 due to recurrent and persistent epistaxis. The patient initially presented to the emergency room (ER) and when the rhino rocket intervention did not cease the bleeding, they were admitted for observation and ear nose and throat (ent) consultation. Once ent was consulted, the bleeding had stopped and the patient was discharged with the instructions to return three days later for removal of the rhino rocket and further assessment/intervention and recommendations. Hemoglobin and hematocrit were stable at 11.7/35.2 and met the criteria for discharge. The patient's partner called emergency medical services (ems) due to recurrent epistaxis that night. The patient was loaded in an ambulance and a short time later went unresponsive without clear reason. The rhino rocket remained in place. The patient had complete respiratory failure and no neurologic signs of life. An I-gel was placed for ventilatory efforts. It was unclear whether they had an underlying rhythm initially. The patient arrived at the ER for evaluation and was noted to have their left ventricular assist device (lvad) alarming with low flow alarms. The patient was do not resuscitate/do not intubate (dnr/dni) status and this was confirmed by the patient's partner upon arrival, so all resuscitative efforts stopped. The device was interrogated showing low flow alarms starting at 18:32, but it was noted the time of alarms was technically 19:32 due to the clock being off an hour. This continued until 19:22 (20:22) when the device was eventually deactivated. Time of death was officially called at 20:37 by the team once the device was fully deactivated and absence of heart tones and respirations were confirmed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Further, review of the submitted log files confirmed low flow alarms; however, a specific cause could not be conclusively determined. Of note, some of the captured low flow events appeared to be consistent with the discontinuation of device support. The submitted log file contained events from 01may2025 through (B)(6) 2025. Low flow events associated with low flow hazard alarms were captured on the reported event date of (B)(6) 2025 beginning at 04:15:36. On (B)(6) 2025 at 19:28:27, the driveline and power cables were disconnected, consistent with the reported events and the discontinuation of left ventricular assist device (lvad) support. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including respiratory failure, bleeding, and death, that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.